Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿ unit is under delivering on 900ml, left in the bag is 230 ml or 200 ml.¿. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record by allen costa on 2017-nov-06 shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/6/2017.

Event description:
The customer states that the unit is under delivering on 900ml, there was 200 or 230 ml left in the bag. No patient harm.